Event description:
The fe reported that the system was not saving cine runs. (Data loss). There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoroscopic pedal was evaluated and replaced. The system was tested and found to be working as intended and put back into service.